Event description:
It was reported that the device was used during a gastrectomy. There was a very high force needed to fire the device. After firing the surgeon could not remove the device from the tissue. The surgeon excised the tissue to remove the device. The case was completed with hand suture and put some over stitches. There were no other reported consequences to the pt.